Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called with error code on syringe unit error 13-1033-149 which is a software fault error, software can either be corrupt or wrong version. Before call back in customer said he was told by another tech to replace the logic board so he replace logic board & then ran the flash went through the flash, once complete power unit off back on in normal mode the syringe gives same error. I walk customer through steps on asm software to make sure he has flash files loaded and correct version he does, he will need to send unit in for services repair. I gave customer level 1 & level 2 quote for repair. Customer will call back once he gets his po # for repair services.